Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence caused by urethral atrophy. A new aus was implanted and there were no patient complications.